Manufacturer narrative:
The qc recovery data provided was acceptable. The field service engineer (fse) found a damaged spring and replaced it. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay and elecsys hcg + beta test system results for 2 patient samples on a cobas e 411 immunoassay analyzer. For patient 1, the initial hcg result was 1.08 miu/ml. The sample was repeated twice and the repeat results were 1.11 miu/ml, and > 10000 miu/ml. The sample was tested on another analyzer and the result was 74410 miu/ml. For patient 2, the initial troponin result was 4.46 ng/ml. The sample was repeated three times and the repeat results were 0.023 ng/ml, 0.024 ng/ml, and 4.45 ng/ml. No questionable results were reported outside of the laboratory.